Event description:
The customer reported that the image turned only green during a therapeutic appendicectomy/coelio procedure, which was completed with an olympus back-up device, involving an olympus gynecologic laparoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.